Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one photo sample was provided to our quality team for investigation. Through visual inspection, the membrane is observed to be disconnected from its original location, verifying the reported incident. There is no visual damage or other defect identified within the photos to indicate why a disconnection occurred. A device history review was performed for reported lot 2502501, no deviations or non-conformances were identified that could have contributed to this observation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification that the membrane is properly positioned and welded. Results were reviewed for the reported lot and no issues were identified. Retained samples of lot 2502501 were used for additional evaluation. All products were inspected, no damage or other defects were observed on any of the devices. Functional testing was completed, applying various amounts of pressure in attempt to recreate the reported incident, in all instances the membrane remained in tact and no leakage or disconnection of the membrane occurred. Back pressure testing is performed during manufacturing to verify the pressure the membrane can withstand. This testing was performed on the retained samples, results verified all product met required specification. Based on our quality team's investigation, we cannot identify a root cause related to the manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Event details: membrane on c35-o connector detached immediately after administration. Fortunately no chemo was being infused but there was a small pool of blood. Safety concern from what I gathered from our oncology department. The bd phaseal c35 connector was luer locked onto a catheter line which was connected just fine. Just the membrane to the bd phaseal c35 was missing.

Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: membrane on c35-o connector detached immediately after administration. Fortunately, no chemo was being infused but there was a small pool of blood. Safety concern.